Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure, the table movement functions stopped working with both, the foot control and hand control. Staff moved the patient to another room, where procedure was completed without further incident. Customer did not provide procedural or patient information, other than to state the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) evaluated the system and found a bad 24v table power supply and an intermittent problem with the tilt transducer amplifier board. Fse replaced both parts and verified proper operation using system service manuals 4041004, 710953, 710951, 710273.